Manufacturer narrative:
Concomitant products: product ID: 303, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-33, lot# va0e5gm, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital today with a diagnosis of infection. It was noted that the patient had tenderness and drainage for several weeks. The patient was to have their implantable neurostimulator (ins) explanted today. Follow up information received on (B)(6) 2014 confirmed that the patient¿s device was explanted and that they had gone home. The patient reportedly did fine. If additional information is received, a follow up report will be sent.